Event description:
Description of event according to initial reporter: right femoral vein access. Ivc filter sheath/dilator inserted and advanced infrarenal and venogram was performed. Filter was inserted into the sheath and advanced. Ivc filter was deployed as usual, however I received a phone call notifying me that the filter did not open after it was deployed. I instructed them to get jugular access to attempt to retrieve the filter. I instructed them to obtain a lateral venogram to confirm placement of the filter is in the ivc. It was not. It was in the left renal vein. As I was in route to the lab the md obtained jugular access and inserted the clover snare sheath and advanced it to the filter. Md advanced the sheath and used the sheath to push ivc out of the renal vein and it popped back in the ivc. Celect feet and legs remained in the ivc and the hook remained in the ostium of the left renal vein. Md decided that the filter placement was good enough and decided to leave. It will be a permanent filter patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.